Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the connection with reservoir compartment was broken and ring was missing. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The s/n label located between the belt clip rails is wrinkled, and the middle keypad button is cracked. Did not note anything wrong with the reservoir tube lip. Did not note any cracks or broken off pieces. In addition to this, the reservoir retainer ring as well as the reservoir tube lip o-ring are solidly attached to the reservoir tube lip. (B)(4).